Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a disconnected cable from the led backlight driver module to a connecotr on the lcd display. The cable was re-seated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.